Event description:
It was reported to tyco healthcare/kendall on 06/10/2008 that a customer had a problem with a urology catheter. The customer stated that the catheter tip broke off in the pt. It broke below the bottom eyelit. The pt required medical intervention to remove the broken piece, that was in the patient's bladder.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forward.